Event description:
The information provided to sjm indicated a 6f angio-seal evolution was deployed in a thin patient's arteriotomy following a peripheral intervention in (B)(6) 2014. The puncture was antegrade. Following deployment, the patient developed a retroperitoneal hematoma and a follow-up computed tomographic angiography (cta) revealed the pseudoaneurysm that was thrombosed with thrombin injection (alteplase). It was reported the pseudoaneurysm developed after a thrombolysis of a thrombosed femoral popliteal bypass graft. The physician reported the event was caused by a high stick that was unable to be detected with the antegrade stick/flow. The patient was reported to be fine.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.